Manufacturer narrative:
Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage on the keypad, motor during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer's blood glucose value was 7.8 mmol/l. Customer reports there is fluid under the lcd display. Customer stated there are cracks in the pump. Customer advised the pump will need to be replaced. The insulin pump passed selftest. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.